Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- new zealand. Visual examination of the provided pictures identified an explanted zss line stem attached to a an adaptor with an explanted head component visible. All devices are covered in bio-debris, no devices were returned therefore no further evaluations can be made. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. Proposed annex g code: mechanical (g04) - stem.

Event description:
It was reported that a patient was revised due to instability. There is no additional information available.